Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient said the extension line was not primed as the clamp was closed. A closed clamp is a use error that will lead to an incomplete prime, which is a known cause of a system error 2240 alarm.

Event description:
The customer contacted baxter's service center reporting a system error 2240/2367 (air in set) during drain on the homechoice (hc). The technical service representative (tsr) explained the message to the home patient (hp) and informed them to start over using new supplies. The hp said the extension line was not primed as the clamp was closed. The hc was okay. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.